Event description:
A customer in china reported an external blood leak on a prisma m100 pre set ckt during treatment coming from the support plate. The blood loss to the patient was estimated at 10 ml and the blood in the extracorporeal circuit was returned to the patient.